Manufacturer narrative:
E1 patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the patient was hospitalized for 24 hours due to high blood glucose and treated with IV drip. No further information.